Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under (B)(4). The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 20-may-2025. Visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the tip was bent and the pebax was broken. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The bent tip observed could be related to the bent shaft issue reported by the customer, the complaint was confirmed. The potential cause of the bent tip and pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered; ensure the catheter deflects and straightens easily before insertion. Do not use the catheter if excessive resistance is encountered; do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿shaft bent¿ issue. In addition, biosense webster inc. Analysis finding of the ¿pebax was broken¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿shaft bent¿ issue. In addition, biosense webster inc. Analysis finding of the ¿tip was bent¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified the pebax broken. During the procedure, the shaft on the catheter was bent (no exposed wires). A second device was used to complete the procedure. There was no adverse event reported on the patient. Device was not used in patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 23-may-2025 observed the tip was bent and the pebax was broken. The event was originally considered non-reportable, however, bwi became aware of the pebax broken on 23-may-2025 and have assessed this returned condition as reportable.